Manufacturer narrative:
The actual device was not available; however, photograph and a video were provided for evaluation. Visual inspection of the provided pictures and video showed a leak on the multi connector -y replacement (support plate). The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with one unit of a prismaflex st100 set, external fluid leakage was observed at the multi connector- y replacement. There was no patient injury or medical intervention associated with this event. No additional information is available.